Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. The suture unravels as the stitch passes through the skin. There were no patient consequences reported. There was a 5 minute surgical delay reported. No broken the needle only separate strand. 2 surgery caesarean sections. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any unexpected outcomes or complications resulting from the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Did a needle break, or did the needle separate from the thread? Do you have any photos available for visual analysis? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.